Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00222 on september 03, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The calibration was acceptable and the quality control (qc) was within range. The patient sample was not re-centrifuged and was stored at 2-8 °c. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a discordant nonreactive atellica im sars-cov-2 total (cov2t) result for a patient sample on (B)(6) 2020. The sample was previously tested on a different atellica im for cov2t on the same day and the result was reactive. The same sample was repeated on a third atellica im on another date and the result was reactive. The reactive result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the nonreactive cov2t results.